Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high superior vena cava (svc) coil impedance. The lead remains in use. No patient complications have been reported asa result of this event.